Event description:
See MFR's report numbers 1627487-2010-00108, and 1627487-2010-00109 for devices 2 and 3 respectively. It was reported that a pt with an scs system developed encephalitis. The pt was taken to the hosp and put on IV antibiotics. The doctor explanted the device as a precaution, he was unsure if the pt had a viral or bacterial infection. During the explant procedure, the md collected 8 swabs. Nothing was found growing on the swabs from the pocket, midline incision, or the scs equipment. The cause of the encephalitis is unk. The pt was released from the hosp and is currently doing well.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.